Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-05288. It was reported the patient ((B)(6)) lost stimulation. Lead diagnostic testing revealed high impedance measurements. In turn, surgical intervention was undertaken. Intra-op diagnostic testing identified high impedance measurements on the patient's extensions. As a result, the patient's extensions were explanted and replaced which resolved the issue. The implant dates for the following devices are unknown: model: unknown, scs leads(x2); model: 3662, scs ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-05288.